Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files provided by the account confirmed a low flow alarm as well as a pump reset. The controller event log file contained data from 1:15:34 on (B)(6) 2020 through 12:25:41 on (B)(6) 2020, per the timestamps. A low flow fault flag was captured at 14:03:34 on (B)(6) 2020, when the estimated flow suddenly dropped below the low flow threshold of 2.5 lpm, to 1.9 lpm. Estimated flow continued to drop rapidly to 0.0 lpm resulting in a low flow hazard alarm captured at 14:03:44 on (B)(6) 2020. Approximately 2 minutes after the initiation of the low flow hazard alarm, a high_current lvad fault was captured at 14:05:48. This event was associated with the pump speed dropping to 1300 rpm, which triggered low speed advisory and low speed hazard controller fault flags. These events were followed by an increase in pump power (up to 13.6 watts), rotor instability events, the pump speed further decreasing to 0 rpm, and the activation of an lvad_internal_fault alarm. At 14:05:52, the system controller requested an lvad restart. The pump stoppage lasted approximately 2 seconds and was associated with low speed, low flow, and lvad_off alarms. Following the lvad restart, the issue resolved, and the pump resumed normal operation with stable parameters. No other atypical events or alarms were captured prior to or following the observed events. A specific cause for these findings could not be conclusively determined through this evaluation. Additionally, the lvad temperature remained stable overall throughout the log file, in the range of 44-46 degrees celsius. The lvad event log file revealed that the low flow and rotor instability/pump stoppage events had been overwritten by newer data from 5:51:35 through 12:26:56 on (B)(6) 2020, per the timestamps. No atypical events or alarms were captured and the pump appeared to function as intended. Additional information provided by the account stated that a cause for the low flow alarm and pump stop was not identified however, the events resolved following the pump reset. The patient was asymptomatic, and no treatment was provided. Additional information was provided by an abbott engineer to the account stating that the controller detected that the rotor had become unstable, or, in this case, it appeared that levitation was lost, and sent a command to the pump to re-initialize. A specific cause for the initial and sudden drop in pump flow, as well as the delay between the low flow and rotor instability could not be conclusively determined. The event was considered to be random and it was communicated to the account that the system was safe, as everything returned to normal following the event. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , and no further events have been reported at this time. A corrective action has been implemented for heartmate 3 rotor instability. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23nov2018. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's device had a low flow alarm and a pump reset. The patient had a low flow alarm that lasted 2 minutes on (B)(6) 2020 before the pump was reset. Everything was fine after the reset - flows were calculated right, all parameters returned to normal. The reset was caused by the controller detecting rotor instability/lost levitation and sending a command to the pump. It¿s still unknown what caused the initial flow to drop immediately to 0. The rotor instability occurred 2 minutes after the low flow event. Nothing was found with electronics. Electrostatic discharge was ruled out. Thrombus is possible depending on whether the reset occurred before or after the increased output.